Event description:
It was reported that a screw came out of the handpiece during a surgical procedure, and the device disassembled. It was retrieved and the saw was put back together to complete the case without a procedural delay. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the manufacturer for investigation based on this event. A product return was requested, but the customer advised that the device was put back together and sent to processing. The reported event cannot be confirmed without the product being available for eval.